Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the lamp failure could not be determined. It is possible that the lamp failure occurred due to wear and tear damage with mishandling and increasing use or time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found the lamp did not light due to lamp failure. It was also noted that the lamp was worn and would burn out easily. The reported issue (rinsing fluid released) was not reproduced during testing. In addition, service found the power switch was cracked, there was damage on the connector, the tube was discolored, and the appearance of the chassis and inside harness was poor. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during preparation for use, a small amount of rinsing fluid was released when air was requested from endoscopes connected to the subject device which caused the image to be unclear. This occurred with multiple endoscopes and the monitor did not show the endoscopic image. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the lamp did not light. This report is being submitted for the malfunction found during evaluation (lamp did not light). There was no harm or user injury reported due to the event.